Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the device's sensor board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator stalls. There was no harm or injury reported.